Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left main extending to the proximal left anterior descending artery. After a 4.00x8mm promus premier stent was implanted to the lesion, a balloon catheter was advanced for post dilation. However, during fluoroscopy, it was noticed that the stent was visibly fractured. The physician decided not to post dilate the stent and the procedure was completed. No patient complications were reported and the patient is in normal condition.